Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a blood glucose level of 40 mg/dl which was treated with fruit bar. Blood glucose level at the time of the call was 112 mg/dl. Customer stated it was normal for them to go low due to colon cleansing. The insulin pump was not replaced or returned for analysis.